Event description:
It was reported that, during a pci procedure, the maverick2 monorail balloon ruptured. The lesion being treated was in the highly calcified, 90% stenosed left anterior descending (lad) artery. The maverick2 monorail balloon ruptured at 12 atms on the second inflation. The initial inflation was to 10 atms. The procedure was completed with a quantum maverick balloon and another MFR's stent. There were no reported pt complications. Pt status listed as "good."

Manufacturer narrative:
The device was not returned for review, therefore, a technical analysis cannot be carried out. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. A review of the mfg records for top assembly batch # 9030736 found that the device met its material, assembly and product specifications, at the time of release to distribution. All relevant personnel have been notified of this complaint. No further corrective action is planned at this time. We will however, continue to monitor and trend this type of complaint in order to ensure that there is no compromise with product quality.